Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low ckmb result on one patient generated by access 2 immunoassay analyzer. The result was not reported out of the laboratory. The customer also obtained idn/no value flags for ckmb results on 5 other patients' samples and qc. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The sample collection and centrifugation information was not supplied. Qc prior to the event on different reagent pack was within the customer's established ranges. While troubleshooting with customer technical support (cts), it was found that the reagent pack was misloaded in an incorrect slot in the reagent carousel. Service was not dispatched as the issue was resolved by troubleshooting with the cts.